Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve to bypass revision, while firing on the mesentery following the first transection of the jejunum, the handle was able to recognize the reload but there was bleeding noted at the proximal and distal end of the staple line. They used an instrument to occlude the bleeding and to complete the case. There was no patient injury.